Event description:
While using a philips mrx defibrillator on a cardiac arrest, it machine did not appear to be functioning properly. During the incident one crew member remembers seeing a red x indicating that there was a operation problem.